Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: product investigation was completed. The 2.4 mm locking screw self-tapping with stardrive recess length 18 mm is intact, nothing is broken off or bent. The screw head is slightly worn due to application of screw driver probably during insertion. Dimensional analysis was performed and met specifications. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 1.8mm drill bit (part # 310.509 , lot unknown, quantity 1), variable angle guide (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Additional device procode: hrs. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an (B)(6) 2019, surgeon was using a variable angle locking compression plate, while drilling the radial styloid screw with an unknown 1.8 drill bit and the variable angle guide. During the procedure, a 2.4 mm variable angle locking screw kept spinning and wouldn't engage into the plate. Surgeon then tried another screw of the same style but did not work. Surgeon tried a non variable angle locking screw, 1.8mm variable angle buttress pin, and 2.7 variable angel screw, but none of them would work. Surgeon then took a variable angle locking screw again and got it as tight as possible. It was still spinning but seemed to have enough purchase to stay in. The screw was left in the patient as essentially a cortical non locking screw. It had purchase in the bone so surgeon felt it was worth leaving in, but didn't have purchase in the plate. The plate remained in the patient. There was surgical delay of ten (10) minutes. Procedure outcome was successful competed. Patient outcome was successful. Concomitant medical products : drill bit (part unknown, lot unknown, quantity 1); variable angle guide (part unknown, lot unknown, quantity 1). This report is for one (1) 2.4mm locking screw. This is report 4 of 7 for (B)(4).